Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-(B)(4) and CAPA-(B)(4).

Manufacturer narrative:
Device available for evaluation: yes. Returned to manufacturer on: 8/21/2018. Device returned to manufacturer: yes. Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection using microscope magnification was performed. The returned lens was received cut and with one haptic detached. This condition appears to be caused by the explant of the lens in the surgery. The complaint was not verified and could not be related to the manufacturing process it could be related to the handling process. No product quality deficiency was identified. The complaint cannot be confirmed and either a product deficiency can be confirmed. The complaint cannot be confirmed. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
If implanted, give date: not applicable as the lens was not implanted. If explanted, give date: not applicable as the lens was not implanted and therefore not explanted. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson and johnson vision has been submitted.

Event description:
It was reported that the doctor switched the tecnis preloaded monofocal intraocular lens (model pcb00 and +19.5 diopter) to a three piece intraocular lens due to a torn capsule. There was patient contact. No further information was provided.